Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used the closurefast catheter with an rfg3 radiofrequency generator for treatment of the great saphenous vein (gsv) and short saphenous (vein) using tumescent infiltration under general anaesthesia. Compression was used and the vein did close. The device was used as per IFU and procedure was completed successfully. The patient presented with dvt at the follow up scan approximately a week after the procedure. The physician commented the patient is (B)(6) years old; it was undetermined if the closure of her ssv and gsv was the cause of a dvt, which extended up into her popliteal vein to her mid femoral. The doctor prescribed zolorta and a follow up scan. The physician also commented that the dvt may be attributed to the patient¿s age, anaesthesia or non-activity post op.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.